Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of customer's insulin pump. The spouse states the pump was set to beep, but they are having a hard time hearting the replacement device. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was unable to complete troubleshoot at the time of call and states they would be calling back at a later time.